Event description:
Patient was undergoing a kyphoplasty l5, when surgeon attempted to remove the balloon, it stuck on the right side. The surgeon pulled it in and out and when the instrument was removed, the balloon stayed in the body of l5. The fragments of the balloon were sheared, and tiny pieces were unable to be removed.